Event description:
As reported, after deploying a 6/7f mynxgrip vascular closure device (vcd) there was fully pulsatile flow almost like there was no sealant in the tube. Manual pressure was held for hemostasis. There was no patient injury. A different lot number was used for following cases successfully. The techs are very proficient and requested this box to be pulled. There are no known patient details. The mynx vcd was used in an interventional procedure on the right leg, with access from the left. The procedure employed a retrograde approach, and the deployer is certified and very experienced. The sheath introducer was a 6f non-cordis sheath. The suitability of the femoral artery was verified on angiography, confirming it as a good candidate for mynx, with a vessel diameter greater than or equal to 5 mm and no vessel tortuosity. There was a little presence of pvd/calcium near the puncture site. Pulsatile bleeding was noted immediately upon removal of the advancer tube, and it appeared that no sealant was deployed, as the artery was fully pulsatile. Anticoagulants were used, but details on the specific medication and dosage are unknown. The act during the procedure was 200, and the patient's inr is unknown. There was no significant resistance when shuttling down, nor was unusual force applied during sheath retraction. The advancer tube was engaged and held in place while removing the balloon, but it seemed that no sealant was deployed. The technique observed was excellent, with pulsatile flow occurring upon removal of the mynx. The cath lab manager requested the removal of the lot from the shelf. 7 sterile device will be returned as the procedural device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after deploying a 6f/7f mynxgrip vascular closure device (vcd), there was full pulsatile flow almost like there was no sealant in the tube. Manual pressure was held for hemostasis. There was no patient injury. A different lot number was used for following cases successfully. The techs are very proficient and requested this box to be pulled. There are no known patient details. The mynx vcd was used in an interventional procedure on the right leg, with access from the left. The procedure employed a retrograde approach, and the deployer is certified and very experienced. The sheath introducer was a 6f non-cordis sheath. The suitability of the femoral artery was verified on angiography, confirming it as a good candidate for mynx, with a vessel diameter greater than or equal to 5 mm and no vessel tortuosity. There was a little presence of peripheral vascular disease (pvd)/calcium near the puncture site. Pulsatile bleeding was noted immediately upon removal of the advancer tube, and it appeared that no sealant was deployed, as the artery was fully pulsatile. Anticoagulants were used, but details on the specific medication and dosage are unknown. The act during the procedure was 200, and the patient's inr is unknown. There was no significant resistance when shuttling down, nor was unusual force applied during sheath retraction. The advancer tube was engaged and held in place while removing the balloon, but it seemed that no sealant was deployed. The technique observed was excellent, with pulsatile flow occurring upon removal of the mynx. Seven (7) sterile device will be returned as the procedural device was discarded. Seven (7) sterile mynxgrip vascular closure devices (6f/7f) from lot f2235601 and catalog number mx6721 were returned for evaluation in their original sealed pouches, but not under controlled-temperature conditions. During the visual inspection, the 7 units were unpackaged and inspected for damages or anomalies that may have contributed to the reported failure. No damages or anomalies were observed on the returned devices. Dimensional analysis was performed on the 7 sterile units to verify the distance between the shuttle tip and the inflated balloon. The measurements were within specification. Per functional analysis, a simulated deployment test was performed on the 7 sterile units. The shuttle cartridge was able to advance and retract to the black handle without issue, per the mynxgrip instructions for use (IFU), confirming successful sealant deployment. The advancer tube was properly engaged to the proximal tamp lock. Per microscopic analysis, high-magnification visual inspection confirmed the presence of the slit in the outer cartridge of the received units, and the sealants were in their manufactured positions. The reported event of ¿sealant-failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. Additionally, the event was not confirmed through analysis of the sterile units as there were no issues noted and due to the nature of the complaint. The exact cause of the failure could not be determined during analysis of the returned devices. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue, especially since there were no anomalies noted with the 7 sterile units received. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analyses of the sterile units, nor the information available for review suggest that the failure experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.